Event description:
It was reported that pump displayed recurring cartridge alarm 20 with consecutive cartridges, and issue did not occur during loading process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed warranty and shipping details, provided instructions for storage mode and return of problematic pump within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor after receiving replacement.